Event description:
Dental office advised that an endosequence rf50 endodontic file was in a package of endosequence rf20 files. Both sizes have a yellow band. During a root canal, the dentist used an rf50 file that he thought was an rf20. The larger file (rf50) caused a "tear" in the pt as file was too big for the canal. At the time event reported, dr was checking pt. Product returned from the dentist did not match the sizes described in the original complaint.

Manufacturer narrative:
Item returned to MFR is different type/model than item reported in complaint. No product returned to evaluate. No lot number provided by dentist for package in question to determine if product from same lot available for review. Visual check of inventory for item number provided was performed at time of initial report. Check did not find any instance of mispackaged product.